Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of fluctuating high and low blood glucose of 40 mg/dl to 300 mg/dl and would like to check the pump. Troubleshooting found that the drive support cap was normal and the pump settings are correct. Troubleshooting also found that there were air bubbles in the reservoir. Customer was advised to change the entire set, monitor pump and call back if any further issues.